Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that spo2 measurements lower compared with another sensor. Spo2 with the reported sensor is 96% and with a known good sensor is 99%. No known impact or consequence to patient.